Event description:
Pt underwent left shoulder hemi-arthroplasty, on (B)(6) 2018. A pyro-carbon head was used initially. Recently pt has been complaining of increasing discomfort in this joint and presented for review. Surgeon performed a shoulder arthroscopy on this joint with mild glenoid arthritis noted. Pt insisted on having a shoulder revision (glenoid resurfacing), even though surgeon recommended more conservative management (oral analgesics). During surgery, mild glenoid arthritic changes were noted, and surgeon decided to go ahead, as per patient's wishes, and resurface the glenoid - a poly glenoid prosthesis was implanted. Pyrocarbon head replaced with a metal head, as the pyc head is not indicated for use with a poly glenoid component. Joint stable after reduction. Wound closed.

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Pt underwent left shoulder hemi-arthroplasty, on (B)(6) 2018. A pyro-carbon head was used initially. Recently pt has been complaining of increasing discomfort in this joint and presented for review. Surgeon performed a shoulder arthroscopy on this joint with mild glenoid arthritis noted. Pt insisted on having a shoulder revision (glenoid resurfacing), even though surgeon recommended more conservative management (oral analgesics). During surgery, mild glenoid arthritic changes were noted, and surgeon decided to go ahead, as per patient's wishes, and resurface the glenoid - a poly glenoid prosthesis was implanted. Pyrocarbon head replaced with a metal head, as the pyc head is not indicated for use with a poly glenoid component. Joint stable after reduction. Wound closed.